Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 8mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon ruptured, and the shaft fractured. After crossing the common iliac artery (cia) lesion with a vassallo ns3 guidewire, plain old balloon angioplasty (poba) was performed with the saberx pta balloon catheter, and the balloon ruptured at nominal pressure. When attempting to withdraw the balloon, the shaft fractured proximal to the balloon. Only the proximal side of the ruptured balloon was removed. An unknown guidewire was then passed across the contralateral superficial femoral artery (sfa) lesion, and the sfa was treated with poba and an unknown drug coated balloon (dcb). Finally, a non-cordis snare was inserted through a non-cordis 6fr 45cm sheath, successfully grasping the remaining balloon and guidewire together and retracting them into the non-cordis guiding sheath, and end the procedure. A contralateral approach was made was used for the procedure. The intended procedure was limb vasodilation. The lesion was moderately to severely calcified; vessel tortuosity was none, and the percentage of stenosis was 90%. The device was not used for a chronic total occlusion (cto). The product was stored and prepped properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. No kinks or other damages were noted prior to insertion into the patient. The device maintained negative pressure during preparation. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter, and no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The contrast to saline ratio was 50:50. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, an 8mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon ruptured, and the shaft fractured. After crossing the common iliac artery (cia) lesion with a vassallo ns3 guidewire, plain old balloon angioplasty (poba) was performed with the saberx pta balloon catheter, and the balloon ruptured at nominal pressure. When attempting to withdraw the balloon, the shaft fractured proximal to the balloon. Only the proximal side of the ruptured balloon was removed. An unknown guidewire was then passed across the contralateral superficial femoral artery (sfa) lesion, and the sfa was treated with poba and an unknown drug coated balloon (dcb). Finally, a non-cordis snare was inserted through a non-cordis 6fr 45cm sheath, successfully grasping the remaining balloon and guidewire together and retracting them into the non-cordis guiding sheath, and end the procedure. A contralateral approach was made and used for the procedure. The intended procedure was limb vasodilation. The lesion was moderately to severely calcified; vessel tortuosity was none, and the percentage of stenosis was 90%. The device was not used for a chronic total occlusion (cto). The product was stored and prepped properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. No kinks or other damages were noted prior to insertion into the patient. The device maintained negative pressure during preparation. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter, and no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The contrast to saline ratio was 50:50. The device was returned for analysis. A non-sterile ¿saber 8mm4cm 155¿ was received coiled inside of a clear plastic bag. The product was unpacked from the pouch for evaluation purposes. The wire lumen was found separated approximately 30 cm from the distal tip. The luer hub was detached from the shaft and was not returned for analysis. The balloon exhibited a burst and separated condition. No other notable observations were identified. Area 1 ¿ balloon separation from catheter: visual inspection revealed that the edges exhibited elongations and surface scratches. These characteristics are typically associated with separation resulting from material tensile overload. Therefore, it is concluded that the device was subjected to a tensile force exceeding the material¿s yield strength prior to the balloon separation. Area 2 ¿ luer hub separation from catheter: inspection using a vision system showed evidence of elongations, scratches, and plastic deformation along the edges. These features are consistent with separation caused by material tensile overload. Accordingly, it is concluded that the device experienced a tensile force exceeding the material¿s yield strength before the luer hub separation occurred. Area 3 ¿ balloon burst location: visual examination indicated elongations and scratches on the burst edges. These findings are commonly associated with failure caused by material tensile overload. Therefore, it is assumed that the device was exposed to a tensile force exceeding the material¿s yield strength prior to the balloon burst. Area 4 ¿ wire lumen separation: inspection of the wire lumen separation site revealed elongations and scratches on the material edges. These characteristics are consistent with separation due to tensile overload. It is therefore concluded that the device was subjected to a tensile force exceeding the material¿s yield strength prior to the wire lumen separation. Based on the evaluation of the returned device and the reported clinical event, the ¿balloon burst at/below rbp¿ and ¿body/shaft separated¿ with subsequent ¿balloon separated¿ are consistent with tensile overload resulting from forces exceeding the material¿s yield strength. Visual inspection revealed elongations, scratches, and plastic deformation at the separation and burst sites. These findings are characteristic of material failure under excessive tensile stress. The procedure involved treatment of a moderately to severely calcified lesion with approximately 90% stenosis in the common iliac artery. Such vessel conditions are known to increase resistance during balloon expansion and retrieval, elevating the likelihood of balloon rupture and catheter tensile loading. Although the device was prepared and used according to the instructions for use, it is likely that the challenging lesion morphology and vessel calcification and inherent procedural risks likely contributed to the reported events and observed device damage. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ based on the available information and product evaluation, there is no evidence to suggest that the reported event was related to a design or manufacturing deficiency. As such, no corrective or preventive action is warranted at this time.

Event description:
As reported, an 8mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon ruptured, and the shaft fractured. After crossing the common iliac artery (cia) lesion with a vassallo ns3 guidewire, plain old balloon angioplasty (poba) was performed with the saberx pta balloon catheter, and the balloon ruptured at nominal pressure. When attempting to withdraw the balloon, the shaft fractured proximal to the balloon. Only the proximal side of the ruptured balloon was removed. An unknown guidewire was then passed across the contralateral superficial femoral artery (sfa) lesion, and the sfa was treated with poba and an unknown drug coated balloon (dcb). Finally, a non-cordis snare was inserted through a non-cordis 6fr 45cm sheath, successfully grasping the remaining balloon and guidewire together and retracting them into the non-cordis guiding sheath, and end the procedure. A contralateral approach was made was used for the procedure. The intended procedure was limb vasodilation. The lesion was moderately to severely calcified; vessel tortuosity was none, and the percentage of stenosis was 90%. The device was not used for a chronic total occlusion (cto). The product was stored and prepped properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. No kinks or other damages were noted prior to insertion into the patient. The device maintained negative pressure during preparation. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter, and no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink during use. The contrast to saline ratio was 50:50. The device will be returned for evaluation. Addendum: product evaluation revealed that the device was returned with a separation of the balloon.